Manufacturer narrative:
Updated investigation findings and device problem code.

Event description:
It has been reported that the paddle adapter was showing char marks and the rubber of the paddle pocket plates are carbonized. There was no patient involvement.